Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer delivered a correction bolus via the pump and insulin injection. Contact alleged pump supplies were not delivering insulin properly. As event occurred in the past, recommendation was made for customer/contact to discuss event with a healthcare provider.